Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2016 stated that the lead exhibited decrease in sensing and rise in capture. No intervention was performed. No further information was available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the merlin.net transmission had revealed the right atrial lead exhibited low impedance and capture anomaly. No intervention was performed. The patient would continue to be monitored.